Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device could not be activated on the day of reactiv8 system activation due to lead migration. There were no images or evidence to support the lead migration; therefore, the lead migration was not confirmed. The patient underwent revision surgery to replace the left lead. A new lead was implanted without complication. Unrelated to the issue, a new ipg was implanted. A torque wrench is needed to disconnect the lead from the old ipg. A new ipg was opened with a torque wrench kit in the package. There was no product deficiency against the ipg. It was decided at that time to use the new ipg. The ipg and lead were received for analysis. Both devices passed the standard functional testing. No nonconformances were identified.